Event description:
The facility alleges "ligation clip would not clip and lock appropriately". No pt injury or medical intervention was reported. No add'l info was available.

Manufacturer narrative:
The device has been received and currently being evaluated. A follow-up report will be filed upon completion of the eval or if add'l info becomes available.